Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after foot deployment when the plunger was depressed, "it shot back" out of the perclose. The method of how hemostasis was achieved was not reported. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
It was reported to boston scientific corporation that after a procedure using an uphold vaginal support system, the patient experienced "significant right sided sciatic pain." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
(B)(4). It was reported from the operating room that (B)(6) primagravida presented with fetal death in utero, secondary to a massive placental abruption at (B)(6) gestation. She had no co-morbidities and was not taking any medication. Uss of the uterus confirmed the presence of an inter-uterine collection of blood. After initial resuscitation, induction of labor was initiated via a syntocinon infusion. The development of disseminated intravascular coagulopathy rapidly ensued. Laboratory parameters demonstrated a platelet count of 65 x109/l, aptt 58 seconds, pt 28 seconds and fibrinogen 0.6, mol/l. The patient was transfused 4 units of allogenic blood, 4 adult units of platelets, 8 units of fresh frozen plasma and 4 units of cryoprecipitate. Failure of the cervix to respond to maximal doses of syntocinon and a deteriorating clinical picture necessitated surgical evacuation of the uterus. In accordance with the standard protocol for anticipated massive hemorrhage, there was immediate access to a level 1 rapid infuser and cell salvage. Intra-arterial and central venous pressures were monitored continuously. Anesthesia was induced uneventfully. An interventional radiologist performed balloon-assisted occlusion of the internal iliac arteries prior to initiation of surgery. Uterine incision and delivery of a deceased female infant was associated with a hemorrhage of approximately 6000mls. The patient was transfused with a further 4 units of allogenic blood, 4 units of fresh frozen plasma, 1 unit of platelets and 1 unit of cryoprecipitate. Despite the massive hemorrhage, minimal disturbance of the patient's cardiovascular parameters were noted. Cell salvage yielded 1000mls of red cell concentrate, of which approximately 100mls was infused via the level 1 infusor without a leukocyte depleted filter (ldf). No adverse effects were evident. On recognition of this oversight, the remaining autologous blood was administered via a ldf (leukoguard® rs1vae-pall, (B)(4)) through the central venous catheter. Within 2 minutes, severe hypotension was noted (systolic pressure <70mmhg), which was incongruent with her previous clinical state. A surgical cause was eliminated and, due to a high index of suspicion, the autologous blood transfusion was stopped. 100mcg bolus of intravenous phenylepherine resulted in resolution of the blood pressure to pre-infusion levels. Re-commencing the transfusion was met with a repeated episode of profound hypotension. The transfusion was terminated and filter exchanged for a standard blood filter (manufacturer). Post filter change, there was no further disturbance to the cardiovascular parameters. Apart from evidence of transfusion related lung injury, the patient made a swift and full recovery.

Manufacturer narrative:
(B)(4). Unless substantially significant information is received, this constitutes a final report.

Manufacturer narrative:
(B)(4).